Event description:
Reportedly, no egm displayed in the rms report.

Manufacturer narrative:
Analysis of the data confirmed the reported issue : - on the rms report dated 15 march 2024: no real time egm displayed - since last in clinic follow-up, 16 rms reports were performed. - due to a software bug, starting from the 2nd report since last in-clinic follow-up, real time egm is not displayed anymore in rms report. - the real-time egm will be available at the next in-clinic follow-up - a correction of this software issue is currently being contemplated in order to prevent the recurrence of such behavior.

Event description:
Reportedly, no egm displayed in the rms report.